Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for noise. The lead remains in use. No patient complications have been reported as a result of this event.